Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor. It was reported that the patient called stating that ¿it didn¿t seem to be working properly.¿ patient clarified this noting that the therapy seemed to be helping for a while after the ins was replaced (normal battery depletion) but then they had a return of their target urinary frequency/urgency symptoms. Patient said they had to use the restroom every 30 minutes and was getting up 7x a night. Patient had been wearing pads, but they leaked through them and had to leave work. Patient stated that they stopped taking oxycodone, and not sure if that¿s affected it. Patient services reviewed that they were not medically trained and redirected to the health care professional regarding medication. Patient confirmed that they not had not had any falls or trauma and no programming changes. Patient synced with ins and confirmed stimulation was on and using program 4 at 5.0v and was feeling stimulation a little, but it was in the hip area and not in the groin area like they used to feel it with the previous system. Patient said it had been like that since the new ins was implanted. There were no further complications reported.